Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, the clip would not deploy. It is not currently known if this reflects a clip failure to release from the delivery catheter scenario. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, the clip would not deploy. It is not currently known if this reflects a clip failure to release from the delivery catheter scenario. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly detached from the bushing, but attached to the control wire via the tension breaker and yoke. The blue sheath grip was separated from the oversheath. Functionally, once the oversheath was pulled back by hand, the clip assembly was able to be actuated and deployed; two distinctive clicks were audible. However, during actuation, the clip prongs failed to open. Additionally, a kink was present in the control wire. The reported event of clip failed to release from the delivery catheter was not able to be confirmed. The evaluation revealed that the clip assembly was able to be deployed from the delivery catheter. However, the issue likely occurred due to anatomical/procedural factors which limited the device performance as is evident by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.